Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while off ilet therapy. This situation can result in acute metabolic decompensation requiring hospitalization and is consistent with the reported inpatient admission and treatment with insulin infusion and IV fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values; however, device data demonstrated no insulin delivery for three days prior to hospitalization, consistent with the user discontinuing pump therapy and not initiating backup insulin. Based on available information, the event was attributed to use-related therapy management factors, specifically failure to transition to appropriate backup insulin therapy after discontinuing pump use, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as above 600 mg/dl, resulting in diabetic ketoacidosis (dka). The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with exogenous insulin and IV fluids, and discharged (B)(6) 2026. No long-term health effects were reported.